Event description:
It was reported that during setup prior to a procedure at the user facility that sparks were being emitted from the cord. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.